Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was at the emergency room and an interrogation indicated that there were high thresholds and decreased impedances. The lead remains in use. No patient complications were reported as a result of this event.